Event description:
Dealer is stating that he is getting a left motor fault, e300. Tech advised that the left motor would need to be looked at. The chair works intermittently, dealer is going to check connections.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.